Event description:
It was reported that this pacemaker system exhibited loss of capture along with high capture thresholds. The patient is not dependent. The patient presented to the emergency room (ER) with fatigue and bradycardia. There is no noise on the stored episodes. The right ventricular (rv) lead was tested and loss of capture intermittently was observed. Additionally, the rv automatic capture (rvac) was run, where the loss of capture was still observed. Technical services discussed troubleshooting options. The device was reprogrammed. The patient was transferred to another hospital for continued care. No adverse patient effects were reported. The lead remains in service.